Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse performed full ise (ion-selective electrode) decontamination, replaced the ratio pump valve, modular chemistry sample probe and carbon bridge which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer the generation of multiple erroneous ise (ion-selective electrode) patient results on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide initial and repeat patient results.